Event description:
It was reported that a malfunction occurred with the customer's device, displaying a malfunction code ¿malf 9.¿ according to the intake notes, there was no adverse impact to the customer¿s blood glucose level. Technical support provided the customer with instructions to reset the pump, and the malfunction did not recur after the reset. The customer was advised to continue using the pump and to contact support if the issue happens again.